Event description:
On 11/18/99, during arthroscopic surgery, surgeon noted a piece of plastic (disc) floating in the knee. It was determined that the diaphragm center of the cannula was missing. Surgeon was unable to retrieve diaphragm.